Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, and vaginal scarring. It was reported that patient experienced pelvic pain, urgency and underwent pelvic surgery on (B)(6) 2006. No additional information was provided.

Manufacturer narrative:
On (B)(6) 2005, the patient underwent cystourethroscopy and insertion of double j stent. On (B)(6) 2005, the patient underwent (lithotripsy) removal stone in left indwelling double j stent and removal of double j stent . On (B)(6) 2005, the patient underwent cystoscopy with hydrodistention due to pelvic pain urgency and frequency of urination. On (B)(6) 2006 the patient underwent surgery and had ist stage interstim implanted. On (B)(6) 2006, the patient had 2nd stage interstim implanted . No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, urgency and urinary tract infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient concurrently underwent vaginal trachelectomy and lysis of adhesions.

Event description:
It was reported that patient concurrently underwent vaginal trachelectomy and lysis of adhesions.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.